Event description:
Co received info that this lead was removed from service due to a lead fracture. An invasive procedure was performed and the physician elected to replace all the leads with another transvenous defibrillation lead.